Manufacturer narrative:
Citation: ciacci et al. In older adults with severe as and complex cad, pci + tavi vs. Savr + CABG reduced patient-oriented outcomes at 1 y. Ann intern med. 2025 apr;178(4):jc45. Doi: 10.7326/annals-25-00804-jc. Epub 2025 apr 1. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding clinical outcomes in patients with severe aortic stenosis and complex coronary artery disease who underwent percutaneous coronary intervention (pci) and transcatheter aortic valve implantation (tavi). The study population included 172 patients who were predominantly male with a mean age of 77 years old. All tavi patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, life-threatening bleeding complication, and myocardial infarction. No further information was provided pertaining to medtronic products.